Event description:
It was reported that the unit needs repair as it skips over the skin. There was no information communicated regarding, the date or timing of the event. There was no reported harm, injury, or delay. An alternate device was available for immediate use. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device would not power on, the control bar was loose, and the device was out of calibration. The eccentric shaft, bearings, planetary carrier and gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.